Manufacturer narrative:
Visual inspection performed by r&d manager: the components have been visually analyzed on (B)(6)2024. The liner shows signs of wear but no breakage or significant mechanical damages, thus appearing to still preserve its functionality. Some wear of the pe component is visible at the naked eye. Since we do not have radiographs available for further analysis, we cannot determine whether the wear induced osteolysis and whether it may be related to implant malpositioning. The head shows signs of damages on the external surface; therefore, we reserve in-depth analysis in order to determine a possible correlation to the event. Batch review performed on 27 november 2024 lot 100627: (B)(4) items manufactured and released on 20-apr-2010. Expiration date: 2015-02-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Revision surgery performed at about 14 years 5 months after the primary for unknown reason. The surgeon revised the liner and head. Some wear of the pe component is visible.